Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient¿s ins has been dead since 2019, for 6-7 months, because they have not charged it. The patient was requesting a message be sent to a local manufacture representative (rep). The patient was redirected to follow up with their healthcare professional (hcp). The patient called back on (B)(6) 2019 wanting to know MRI eligibility and that they have been trying to get a hold of their hcp but they only get the busy signal. Patient services reviewed the paging number for a rep and that they are still waiting on an email response from a rep. The patient repeated information that the device is off and has not been working. The patient has an appointment with their primary care physician (pcp) on (B)(6) 2019 and if they can't get a hold of the pain hcp they will drive over there in a few days. Additional information was received from a rep on (B)(6) 2019 indicating that they contacted the patient and left a voicemail. They will yet again later today. Additional information was received from an hcp on (B)(6) 2019. The hcp called and reported that the patient¿s device is not functioning. Technical services recommended following up with an hcp to address the issue. Additional information received from a manufacturer representative (rep). It was reported that the patient's ins was in overdischarge mode. The rep tried to restart the ins with no success after multiple attempts. The physician was informed of the status and will refer the patient to a surgeon to replace the generator. No further complications were reported.